Event description:
It was reported when you change an alarm limit, the change is not taken by the mx40. The biomedical engineer (biomed) was trying to generate red alarms to test the recording function, and none generated when the alarm limit was changed to 40 bpm. When the biomed showed staff how to turn off respiratory alarms or parameter, it did not turn off until the pic was rebooted. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Section e reporting institution phone # 01438 742012. A philips field service engineer (fse) went to the customer's site. The fse confirmed the customer's allegation. The reported issue was confirmed to be due to a software design error within the pic ix software version. The fse updated the software revision, tested alarm limits and confirmed all were operating as per manufacturers specification. The device was operational after repairs were completed and was returned to clinical use.